Manufacturer narrative:
Patient initials are (B)(6). Initial reporter hospital contact number: (B)(6). Device history review: manufacturing location: (B)(4). Manufacturing date: december 18, 2014 - expiry date: december 1, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery, a physician was placing a straight plate with rapidsorb cortex screw 1.5 mm length 4mm, sterile, pack of 4 units. While adjusting the screws, the heads of the screws broke. The heads of the screws and screws were discarded. There was no patient harm or delay in surgery reported. This complaint involves four (4) cortex screws and one (1) unknown plate. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device broke intraoperative without a confirmed lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.